Event description:
Epidural pump showing that it is working. When rn (registered nurse) checked the medication bag, it was about 90% full. Epidural was started on pt at around 1200 on [date redacted]. Bag volume is 250. Around 0400 the next day, patient (pt) started to complain of pain. Rn assessed the pt and the epidural machine. Rn noticed that the bag was still about 90% full. At 0400, the bag should have around 150ml or less left. No error notice on the pump. Pump still shows that it is successfully delivering medication. Went to operating room to obtain another epidural pump.